Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal to mid cx with 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation, resulting in intermittent timi I flow. An attempt was made to deploy a 3.5 x 20 mm taxus stent, but the stent would not track over the wire into the origin of the circumflex. This was replaced with a 3.0 x 16 mm taxus stent but the guiding catheter could not be advanced up into the left main. The wire was exchanged and the 3.0 x 16 taxus stent was successfully deployed at the target lesion. There was no residual stenosis. Target lesion 2 was identified in the ostial cx with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. This was overlapping the first taxus stent placed and the residual stenosis was 0%. The pt continued to have pain, and it was noted that the very small ramus branch was lost and could not be regained. The pt left the cath lab with some chest discomfort but without st segment changes. The pt returned to the cath lab 2 days later. Target lesion 1 was identified in the mid to distal rca with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt presented in 06/2004 after experiencing (the night before) retrosternal chest pain with radiation to their left arm and teeth. Cks were within normal limits and EKG showed no acute changes. Cardiac catheterization on the same day revealed: lvef 60% lmca - normal, lad - 70% stenosis at origin of diag2; 30-40% stenosis in mid diag1, lcx (target vessel) - proximal stents widely patent; 70% and 90% mid stenoses, rca - 20-40% proximal to mid stenosis; distally free of disease. The pt underwent pci as follows: cutting balloon angioplasty and taxus stents (2.75 x 12 mm) to the mid lad taxus stents (2.5 x 20 and 2.5 x 12 (or 16 mm) to the mid distal lcx stenoses in overlapping fashion. The pt was discharged 2 days later. Relationship to taxus stent: not related.

Event description:
Clinical study. Same case as MFR # 6000089-2004-00917, 00919. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed in the left circumflex artery and the right coronary artery.